Event description:
During routine pattie count immedidately after closing the pt; a pattie was noted to be missing. The surgeon felt that the pattie was still in the pt. A fluoroscopy unit ("c-arm") was brought into the or and several angles were taken but the pattie did not show up. The wound site was reopened (the pt was still in the or) and the pattie was found. The x-ray detectable stripe was present on the pattie. Pt was discharged without any injury resulting from the re-opening of the wound.